Event description:
During a permanent implant procedure, an sjm representative was unable to increase the amplitude due to high impedance. The lead was removed and reinserted into the ipg, but high impedance remained present. The lead was connected to another ipg and high impedance was revealed again. The lead and replacement ipg were implanted regardless the issues. X-rays were taken post-op and no anomalies were found. The patient currently has coverage and no impedance issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.